Event description:
It was reported that renal failure occurred. The target lesion was located in the upper limb deep vein thrombosis. An angiojet spiroflex was used for thrombectomy procedure. The patient experienced acute kidney injury (aki) and dialysis was needed until renal recovery. The patient required intensive care unit care. There were no patient complications reported.

Manufacturer narrative:
Event date: used the first date of the month of the aware date as no event date was provided.